Event description:
Customer received result of 24.7 mmol/l on the mobile system, and a result of 10.4 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491549, expiration date 05/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Device will not be returned to manufacturer.